Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. For sample 1, the initial na result was 130.6 mmol/l with flag. The sample was repeated twice and the results were 142.7 mmol/l and 138.7 mmol/l. For sample 2, the initial na result was 135.7 mmol/l with flag. The sample was repeated twice and the results were 127.2 mmol/l with flag and 137.4 mmol/l.

Manufacturer narrative:
The investigation found the noise from the waste pump for the wastewater equipment at the customer site affected the cobas pro ise module via the waste tube and the wastewater piping. The investigation did not identify a product problem.